Event description:
The account alleged that the chair function operated unintentionally. No injury reported.

Manufacturer narrative:
The account stated that they replaced the caregiver control overlay to resolve the issue.